Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the adhesive on the bending section cover was chipped. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the bending section cover was bunched up and leaking due to a cut and pinhole. The most probable cause of this complaint is traced to component failure, expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the uretero-reno videoscope black insulation was bunched up. The issue occurred during an unknown therapeutic procedure. There were no reports of patient harm.